Event description:
It was reported that difficulty locating stored episodes for this implantable cardioverter defibrillator (ICD) had previously been experienced however was successfully resolved. The device was later explanted due to infection with erosion. No adverse patient effects were reported.